Event description:
Edwards learned of a valve that required valve in valve intervention after an implant duration of 13 years, six (6) months due to the valve being due to wide open insufficiency. The patient was implanted with transcatheter valve within the existing valve. Ai was reduced to trace. There were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.